Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during a metal stenting procedure on (B)(6), 2009. According to the complainant, the device was advanced over the guidewire in the bile duct and attempt was made to deploy the stent, however, the stent would not deploy. Additional attempts to deploy the stent were unsuccessful. The stent was removed through the scope and was discovered the stent was protruding out through the outer sheath. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).